Event description:
Severe bloating, two periods a month, blood clots very heavy, pelvic pain, weight loss, headaches, no energy, sharp stomach pains. (B)(4).

Event description:
Additional info received from the reporter on 06/26/2014: on (B)(6) 2012, I got one coil that doctor said my tubes were closed he forced the one coil in I made him stop on (B)(6) 2012 I got clips on my tubes I wished I stayed on depo my life is really messed up.